Manufacturer narrative:
(B)(4). The customer reported that the unit failed to power up. Philips has received no info supporting that this unit was being used for either diagnosis or treatment of a pt when the problem was observed. No adverse impact was reported. Philips evaluated the device and was able to confirm the customer's reported problem. The device was repaired by replacing the processor pca. The device passed all testing and was returned to the customer.

Event description:
The customer reported that the unit failed to power up. Philips has received no info supporting that this unit was being used for either diagnosis or treatment of a pt when the problem was observed. No adverse impact was reported.